Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient reported they experienced the events of "swollen and very painful breast on the right hand side," "chest tightness, shortness of breath, fatigue, stiff neck and shoulders amongst other things," "pains in my chest," "headaches," and "allergan have banned these implants. This is very concerning¿ and ¿my implants could well also be ruptured¿ device remains implanted.